Manufacturer narrative:
Sample was lithium heparin plasma with a gel separator and was centrifuged for 10 minutes at 3000. The tube was a full draw and appeared fibrin free. Three levels of quality control (ac) are performed every 12 hours and were within the customer's established ranges prior to and after the erroneous results. Maintenance procedures are complete and up to date. Customer also reported tsh (thyroid stimulating hormone) imprecision during the same time as the erroneous troponin result. There were no erroneous tsh pt results reported. On (B)(4) 2009, the field service engineer evaluated the analyzer and found excessive debris in the sample wash cup. Removed and replaced sample probe. Performed high sensitivity system check, carry over and qc. All passed within specs. Root cause was not determined. This reportable event was identified during a retrospective review conducted between jan 1, 2008 and october 23, 2010 of complaints for add'l reportable events.

Event description:
Customer reported erroneous high accu tni (troponin I) test result was obtained for one pt sample when using the unicel dxi 800 access immunoassay system. The erroneous high test results were above the normal reference range, and below the ami (acute myocardial infarction) cutoff off of 0.50 ng/ml. Test results were reported out of the laboratory. The initial test results were questioned by the physician. Repeat analysis was performed. The test results were within the normal range. No reports of death or serious injury, and no affect to pt treatment as a result of this event.